Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water tube, the air/water cylinder, and the jet tube is clogged. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the air/water supply cylinder, in the air/water supply channel and in the sub-water supply channel. The foreign material was not identified. It was possible that due to a worn scope cover, proper reprocessing was prevented, and the foreign material could not be removed. However; a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.